Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and finish process. Customer performed displacement verification test and test was passed. Customer reported the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.